Event description:
It was reported that the right ventricular lead was oversensing and was possibly fractured. Oversensing was induced during patient exercising but was not induced with pocket manipulation. During the revision procedure, the physician found blood in all header connectors. No oversensing was noted on the lead after removal. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the device was returned, analyzed, and no anomalies were found. Product performance data was received and analyzed. Oversensing was noted as one ventricular non-sustained episode was 200 ms on (B)(6) 2012. A lead integrity alert was also triggered as two patient alert for lead failure predictor occurred on (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that the right ventricular lead was oversensing and was possibly fractured. Oversensing was induced during patient exercising but was not induced with pocket manipulation. During the revision procedure, the physician found blood in all header connectors. No oversensing was noted on the lead after removal. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing and was possibly fractured. Oversensing was induced during patient exercising but was not induced with pocket manipulation. During the revision procedure, the physician found blood in all header connectors. No oversensing was noted on the lead after removal. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.